Event description:
A healthcare facility in china repored that the tubing of an opt844 optiflow adult nasal cannula was found damaged before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the opt844 optiflow adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases. The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and lanyard which works in tandem to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt844 optiflow adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed the nasal prong was damaged at the headgear connection points. There were no patient consequences reported by the healthcare facility. Conclusion: our investigation was unable to determine the cause of the observed damage to the opt844 optiflow adult nasal cannula. F&p's manufacturing controls for the tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt844 optiflow adult nasal cannula would have met the required specifications. The user instructions which accompany the opt844 optiflow adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and lanyard are appropriately attached. The user instructions also state: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy."